Event description:
The customer reported that the system failed to product fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The crash and splash cover was evaluated, removed and re-fitted to allow proper sensor detection. The system was tested and found to be working as intended and returned to service.